Event description:
Per the clinic, the patient experienced a sore on the head, which was reported to be due to a body rejection reaction to the non-titanium components. Subsequently, the abutment was removed under monitored anesthesia care (mac) anesthesia on (B)(6) 2018. The site was reported to have healed well following the abutment removal. The implanted device remains.